Event description:
The cold therapy unit failed at the patient's home. The patient states that unit made a loud buzzing sound and then sounded like the motor was dragging. The patient then noticed that the unit was not as cold as he would have expected.======================manufacturer response for cold therapy, ice man (per site reporter).======================manufacturer will test the unit motor and provide a report. The manufacturer replaced unit.======================manufacturer response for cold therapy, ice man (per site reporter).======================manufacturer will test the unit motor and provide a report. The manufacturer replaced unit.